Manufacturer narrative:
Per visual inspection: a broken piece of a cartridge holder was seen in a cartridge holder cavity. Inpen received with new cartridge holder. No physical damage was noted to inpen front shell and back shell. No physical damage was noted to new cartridge holder. Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of travel. Cartridge holder broken off plastic pieces stuck inside inpen/cartridge holder cavity. Inpen passed front cap investigation. New cartridge holder was able to lock into place. In conclusion: inpen received with broken off piece at the cartridge holder. Physically damaged cartridge holders can affect insulin delivery. However unable to verify if piece came from original cartridge holder or not. No cap anomaly was noted. The customer concern of cap no longer staying attached could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced issue related to the cartridge holder was not able to fit in the pen. The customer reported no adverse event. The event involved product(s) mmt-105elblna. Troubleshooting was performed. Customer mentioned that the cap was not getting attached. The customer was advised for the replacement of the product. No harm requiring medical intervention was reported. The customer will discontinue to use the product. Mmt-105elblna was requested and customer response was the device will be returned.